Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: cuff disconnection alarm during preventive maintenance.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was not updated with full UDI information as requested since the device was manufactured before 2015.

Event description:
Hamilton medical ag received the following incident description: cuff disconnection alarm during preventive maintenance.

Event description:
Hamilton medical ag received the following incident description: cuff disconnection alarm during preventive maintenance.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was not updated with full UDI information as requested since the device was manufactured before 2015. Updated fields: b4, d1, g3, g6, h2, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. Cuff disconnection alarm during preventive maintenance occurred during preventive maintenance. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. No log files were provided. The root cause of the event was determined to be a defective g5 cuff pressure controller board. After replacing the g5 cuff pressure controller board the device was released back into use.